Manufacturer narrative:
One osseotite parallel walled implant (oss415) and associated mount was returned for investigation. Visual inspection of the as returned products identified minor signs of wear due to usage. Overall, the devices were in good condition. Measurements were taken using a caliper (ID: cal8254; due date: dec 5, 2020). Through dimensional analysis and comparison to drawings; it was determined that the devices met design specifications. Pre-existing conditions noted on the per were smoker and moderate bone density type ii. The reported devices had been implanted on tooth # 30 for approximately 6 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. DHR review for the lots (2012040783) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation of the devices. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lots (2012040783) and no similar events or complaint was found. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events or device. Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) could not be verified since they are medical conditions and no x-ray or pictorial evidence was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant (oss415) was removed due to periimplantitis at tooth location 30.